Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2021 with difficulty breathing. While in the ER, pd effluent cultures were obtained. The patient was admitted to the hospital (admitting diagnosis unknown). The pd effluent cultures resulted positive for fungal peritonitis (organism and species unknown). The patient was administered antibiotics (drug, route, dose, frequency, and duration unknown). The pdrn does not have access to the patient¿s hospital records to obtain the information. The patient required the pd catheter to be pulled on (B)(6) 2021 and has transitioned to hemodialysis (hd). The patient remains hospitalized to date. The cause of the peritonitis is unknown. There was no reported cassette leak or other issue with the liberty select cycler, cycler set, or other fresenius product(s). The pdrn stated the patient had undergone a pd catheter revision on (B)(6) 2021. At that time a pd culture was taken prior to the surgical procedure which resulted negative; however, the pdrn is unsure if the fungal peritonitis could have occurred at some point during the revision surgery. No additional information was available.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of fungal peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the file of a causal relationship between use of the cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Per the pdrn, the patient underwent a pd catheter revision surgery three days prior to hospital admission which could have been the source of the peritonitis. The patient required the pd catheter to be removed which is in alignment with international society for peritoneal dialysis (ispd) guidelines. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the cycler set can be excluded as the cause of the patient¿s fungal peritonitis event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient was hospitalized with fungal peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on 11/jul/2021 with difficulty breathing. While in the ER, pd effluent cultures were obtained. The patient was admitted to the hospital (admitting diagnosis unknown). The pd effluent cultures resulted positive for fungal peritonitis (organism and species unknown). The patient was administered antibiotics (drug, route, dose, frequency, and duration unknown). The pdrn does not have access to the patient¿s hospital records to obtain the information. The patient required the pd catheter to be pulled on 13/jul/2021 and has transitioned to hemodialysis (hd). The patient remains hospitalized to date. The cause of the peritonitis is unknown. There was no reported cassette leak or other issue with the liberty select cycler, cycler set, or other fresenius product(s). The pdrn stated the patient had undergone a pd catheter revision on 08/jul/2021. At that time a pd culture was taken prior to the surgical procedure which resulted negative; however, the pdrn is unsure if the fungal peritonitis could have occurred at some point during the revision surgery. No additional information was available.